Manufacturer narrative:
Photo analysis summary: one still image was received for analysis. Image depicts the distal section of a valiant captivia delivery system. A gap is evident between the graft cover and taper tip, with the graft cover partially retracted over the suprarenal struts. It was not possible to confirm the reported deployment/expansion issue from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 59mm thoracic aortic aneurysm. It was reported during the index procedure, a valiant captivia stent graft (vamc3232c100tj / (B)(6)) was placed in zone 2 , and an additional valiant captivia device (vamf4040c200tj / (B)(6)) was intended to be deployed overlapping the vamc3232c100tj. During the deployment attempt of vamf4040c200tj, resistance was encountered after approximately three turns of the deployment handle, requiring more force to continue turning the slider. A clicking sound was noted with each rotation. At this time, the graft cover had descended. Due to uncertainty regarding the safe completion of deployment, the device was replaced with another valiant captivia. The replacement device was successfully deployed with normal expansion. Per the physician, the cause of the deployment issue was not specified. No additional clinical sequelae were reported, and the patient is fine.